Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose reading went as low as 39 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated themselves by drinking orange juice. Customer advised the up arrow button was unresponsive when pressed. Customer was advised to turn on the easy bolus feature and when they did the up button started to work. There was no need to troubleshoot for keypad anomaly as all buttons worked. Customer was then advised to turn off the easy bolus feature.